Manufacturer narrative:
This was initially reported on the summary report dated december 23, 2014 under exemption (B)(4). Lawyer-filed report.

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced an unspecified injury. Furthermore, it was reported that the plaintiff died. The cause of death reported were acute respiratory distress syndrome, cytomegalovirus, and immunosuppression for psoriasis.